Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a trillat surgery with 5.0 xlcompft the tip of the device broke inside the patient. All fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the drive geometry of the distal end of the driver shaft, t15 hexalobe, cannulated, iso, ao had broken off. The broken piece was returned. Functional testing was not performed due to the damage to the device. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause can be attributed to use error due to over-torquing/over-engaging the driver within the screw head.